Manufacturer narrative:
There is no known patient involvement. The event date was not provided. This information will be provided in a supplemental report if and when made available. The facility has filed a user report (mw5063384) related to this unit. The user report documented a separate complaint related to concerns with the design of the unit, and did not mention unit contamination. The customer did not report that the unit was contaminated to sorin group until after the user report was filed. It is unknown if a separate user report was filed in response to the discovery of high colony counts. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6).this medwatch report is being filed on behalf of sorin group (B)(4). During communication with the customer regarding user medwatch report mw5063384 (see 9611109-2016-00575), the customer disclosed that the sorin heater-cooler system 3t documented in the user report had been removed from service due to measuring a high colony count during routine testing. User report mw5063384 was filed for a separate complaint related to this device. There is no known patient involvement. A sorin group field service representative was dispatched to the facility on september 14, 2016 and the internal tubing was replaced. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
During communication with the customer regarding user medwatch report mw5063384 (see 9611109-2016-00575), the customer disclosed that the sorin heater-cooler system 3t documented in the user report had been removed from service due to measuring a high colony count during routine testing. User report mw5063384 was filed for a separate complaint related to this device. There is no known patient involvement.